Event description:
Pt presents to e.r. With worsening abdominal pain. CT with triple contrast ordered. M 20 g IV started in the right antecubital area by radiology dept. Normal saline flushed without problem. Infusion of optiray 350 IV contrast by power injector machine. Approx 18cc of contrast infused. Small amount of swelling and edema noted. Radiologist notified. IV removed.